Manufacturer narrative:
A replacement pump was sent to the customer. A product evaluation was completed. See attached for details. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer spoke with a medela customer service representative and alleged that she was experiencing low suction with her pump in style breast pump. At that time she also reported that she had experienced mastitis. In follow up with a medela clinician on (B)(6) 2016, the customer stated that she had received two rounds of dicloxacillin to treat the mastitis and that she has since recovered.